Manufacturer narrative:
(B)(4). The device was received with the I-blade damaged. The upper jaw was detached and returned with the instrument. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all testing was performed with the generator. The condition of the jaw prevented the functionality of the device. The jaw was unable to cycle open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopically assisted supracervical hysterectomy procedure part of blade broke. It could be removed; with gen11. No further information is available.